Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment issue with an adc device. As a result, customer experienced symptoms of hyperglycemia including a loss of consciousness. The customer had contact with a third-party (daughter-in-law and wife) who provided an unspecified dose of apidra insulin as treatment and customer indicated also self-treating with metformin 1000 mg. There was no report of death or permanent impairment associated with this event.